Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. Position sensing signal minimum value low alarm continues from pump operation. There were no problems with hemodynamic conditions of the patient, and they were able to remove it without any problems, but they suspected that the pump was defective in the initial stage. The alarm continued from installation to removal. After installation, the alarm was muted by turning off the alarm sound. The reason for removal was not related to the response to this incident. There was no patient harm.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Placement signal issue: the cause of the placement signal issue could not be determined as data logs were not returned for investigation and complete testing of the optical signal could not be done due to damage to the optical fiber at the location of a break in the catheter on the returned pump. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
D4 UDI was inadvertently omitted on the initial manufacturer device report.